Event description:
It was reported that the stylus touch pen of the programmer would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the touch pen stylus would not calibrate. The overlay assembly was replaced and the stylus calibrated, however they still would not align so the stylus was replaced and calibrated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the stylus touch pen of the programmer would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.